Manufacturer narrative:
One unused sample from the same lot as the reported lot was returned for evaluation as the actual used sample was not available. Visual inspection did not reveal any non-conformities. Needle and pro were found to be fully assembled with no signs of separation. During functional testing, the cannula was tightened to the device per direction found in the instructions for use. Testing found no leakages or detachment of the cannula. The returned device was found to operate as intended.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the needle of the listed device detached during use. Clinician endured a needle stick in attempt to remove needle from patient. No permanent adverse health outcome resulted from this event.